Manufacturer narrative:
The reported reset was confirmed in the laboratory. The device was tested on the bench and the hv output circuit was noted to be damaged following hv therapy delivery. Low hv lead impedance was indicated. The cause could not be conclusively determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported when the patient presented to the hospital due to a patient notifier for output circuit damage, multiple vt episodes were correctly treated with atp. Lower out of range high voltage lead impedance measurements were observed on multiple vectors. It is suspected the impedance issue first occured in may but recently was noticable. Interrogation found the device went into backup vvi mode due to electrocautery exposure. The system was explanted and replaced. The patient condition is good.